Manufacturer narrative:
A crack was found in the reservoir. When the distal tip was manually occluded, fluid diverted through the crack causing a leak along the fluid path. The found leak caused the corrosion of the pcb and bottom battery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 14.9 mmol/l (268.2 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied as treatment.